Manufacturer narrative:
Device was returned for evaluation. The iol was cut, across the optic, in two pieces with one of the haptics broken. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event. It is noteworthy to mention that an unvalidated injector was used.

Event description:
Reportedly, upon the insertion of an intraocular lens, a break was noticed in the trailing haptic/optic junction. The incision was slightly enlarged for the lens to be cut out of the eye and a backup lens, of the same model, was successfully implanted. Patient outcome is reportedly good.